Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and uterine bleeding. Concurrent conditions included dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy, removal of device from cavity). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion total occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs & mr received. Reporter's information was added. Added event migration of essure device location of device: pelvic cavity. Updated outcome of events : abdominal pain and pelvic pain from unknown to recovering/resolving. Medical history, concomitant condition, lab data were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 580427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "left device unable to be placed due to scarring". The patient's medical history included gravida I and uterine bleeding. Concurrent conditions included dysmenorrhea and menorrhagia. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy, removal of device from cavity). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Essure removal date provided in pif : (B)(6) 2012. Patient need hospitalization. Trailing coils- left n/a , right - 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion total occlusion.. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: lot number, event: left device unable to be placed due to scarring added. Reporter information, rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 580427-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "left device unable to be placed due to scarring". The patient's medical history included gravida I and uterine bleeding. Concurrent conditions included dysmenorrhea and menorrhagia. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy, removal of device from cavity). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Essure removal date provided in pif : (B)(6) 2012. Patient need hospitalization. Trailing coils- left n/a , right - 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion total occlusion.. Lot number reported (580427) is invalid. Most recent follow-up information incorporated above includes: on 22-apr-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity') and pelvic pain ('pelvic pain /pain') in a 39-year-old female patient who had essure (batch no. 580427-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "left device unable to be placed due to scarring". The patient's medical history included gravida I and uterine bleeding. Concurrent conditions included dysmenorrhea and menorrhagia. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy, removal of device from cavity). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Essure removal date provided in pif : (B)(6) 2012. Patient need hospitalization trailing coils- left n/a , right - 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion total occlusion.. Lot number reported (580427) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2012, underwent one or more surgeries to remove one or more of the essure coils.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.